Manufacturer narrative:
H3 other text : third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator failed a test step. The device was not in patient use. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.